Manufacturer narrative:
The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective procedure to upgrade this patient's device, the physician experienced difficulty interfacing this lead with the replacement device. A boston scientific technical services consultant discussed the possible reasons for the reported clinical observations. No adverse patient effects were reported.